Event description:
Mid-point during the vnus closure procedure, the physician was attempting to manipulate the wire guide within the vessel. The flexible tip unravelled. Wire was withdrawn and the physician placed another wire. The other wire was inserted and the tip of the wire broke off. The physician had to extend the incision to remove the remainder of the wire. Removal was successful.